Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have a fracture on the tip of the lead. The pacing impedance was noted to be high and the threshold was noted to have risen. The lead was explanted and replaced. During the explant, scar tissue was noted on the rv coil and some tissue was noted on the tines. The lead incurred a lot of damage during the explant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior right ventricular defibrillation cable was extrinsically cut. If information is provided in the future, a supplemental report will be issued.